Event description:
Patient was undergoing ebus/tbna with an olympus ebus scope. Tbna performed with a 21g olympus vizishot 2 needle. On the fourth pass with the needle, the needle driver broke, with the needle stuck in the outside position. The scope had to be withdrawn whole with the needle still out, then the needle inserted back into the sheath with a kelly clamp, before removing the needle + sheath from inside the scope.